Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter and a white powder was found on the handle. Additional information was received indicating the white powder was only found on the catheter. It was described as ¿small powdery¿ material that was loose. The device was not used on the patient. It was replaced and the case continued.

Manufacturer narrative:
On 30-apr-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter and a white powder was found on the handle. Additional information was received indicating the white powder was only found on the catheter. It was described as ¿small powdery¿ material that was loose. The device was not used on the patient. It was replaced and the case continued. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation and the evaluation has been completed. According to pictures provided by the customer, a white powder like dry water, was observed on the handle of the catheter. However, during the visual analysis of the physical sample received, no damage or anomalies on the device were observed. No white powder on the handle was observed. The supplier manufacturer was contacted for this issue and stated that white powder could be related to the carton box, an internal action is to implement a plastic tray for the product. The implementation due date is planned as (B)(6) 2024, so the current complaint lot number is within the scope of this action. A device history record was performed for the finished device batch number, and no internal actions were identified. The foreign material issue reported by the was confirmed based on the picture provided by the customer. The potential cause of the issue could not be established. The instructions for use contain (IFU) the following directions for use: inspect the sterile package prior to catheter use. Inspect the entire soundstar® catheter for damage and the extension cable to ensure that the sterility of the products or packaging has not been compromised. Inspect the location reference device for damage. Do not use the soundstar® catheter if the packaging is open or damaged. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).